Event description:
It was intended to use a resolute integrity rx drug eluting stent to treat a tortuous and severely calcified lesion in the circumflex artery. The lesion had 80% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. It is reported that the stent could not be delivered, and that the stent dislodged from the balloon "after ballooning and trying with just guide switched to guide liner". It is reported that excessive force was used. A 2.0 balloon was passed through the dislodged stent and expanded to deploy the stent. The physician believes that the combination of severe calcification and difficulties with the guideliner resulted in the dislodgement. The physician used another stent of same model to successfully cross the lesion. No injury to the patient reported.

Manufacturer narrative:
Evaluation codes, results: failure to follow instructions (excessive force used) inherent risk of procedure (stent dislodgement) patient' condition affected effectiveness of device (tortuous and severely calcified lesion with 80% stenosis) related to another drug/device (difficulties with guideliner) no results available since no evaluation performed (device or procedural images not returned for evaluation) evaluation codes, conclusions failure to follow instructions (excessive force used) inherent risk of procedure (stent dislodgement) device failure/lack of effectiveness related to patient condition (tortuous and severely calcified lesion with 80% stenosis) unable to confirm complaint (device or procedural images not returned for evaluation) (B)(4).